Manufacturer narrative:
The device was returned to the MFR for an investigation. There were no signs of leaking oil found. The device is still under investigation. This report will be updated if required.

Event description:
It was reported that the device was leaking oil outside of the surgical setting. There was no pt involvement or adverse consequences.